Event description:
A (B)(6) male pt contacted zoll customer support to report that this response buttons were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons failure) has been confirmed. Upon evaluation both response buttons were damaged. The tactile domes were shorted preventing the response buttons form functioning. The cause for the shorted tactile domes cannot be positively determined. No adverse event resulted from the shorted tactile domes. The pt was issued a replacement monitor.